Event description:
It was reported that the pt was explanted. Currently there is no more info available.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.